Event description:
The customer contact reported that the device was found delivering at incorrect rates. At 0600, the rn verified that the device was delivering tpn at the ordered rate of 7ml/hr. At 1000, the rn stated the device was alarming for "backprime" and noted the device was delivering at a rate of 60ml/hr. At this time the patient's blood sugar was 140mg/dl and the physician was notified. The pt underwent an unspecified scan to rule out a "cranial bleed" and it was reported that the scan was "okay." At an unspecified time later, a new tubing set was utilized and the same device was reprogrammed to deliver tpn at a rate of 7ml/hr. At 1600, the rn noted the device was delivering at a rate of 1.8ml/hr. The physician was notified and orders were received to continue the infusion. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse patient sequelae. During testing at the user facility by a third party biomedical group, the device passed testing.